Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs app would not start. The config file was corrupt and restored.. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was unresponsive and the monitor was displaying imaging system getting error configuration, file not found." There was no patient present when this issue occurred.